Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Site indicated unable to undock. Logs indicate several presses of "dock" button at initial use. Error associated with gantry controller seen in logs not recognizing rotor home, displayed as home flag missed while homing gantry rotor axis. Verified home switch operation and rotor limit switches. Installed gantry controller and updated firmware. Re-homed system and completed invalidate home sequence. Explained to site to also complete invalidate home when performing monthly calibrations. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The gantry motion control;ER box was returned to the manufacturer for analysis. Could not confirm reported problem. When gantry was installed in the o-arm system "door open" message was displayed on the pendant. Invalidate home procedure was performed, after this gantry box functioned as expected. The device was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site dispatch representative reported that, while in a procedure, the imaging system was showing some intermittent motion issues. At first they were "not able to undock the system," 5-10 minutes later they were able to undock and position around the patient, but they were not able to spin. While troubleshooting the site was eventually able to get the imaging system to function properly. The dispatcher did not have any information about reboots, or additional patient information. There was a reported delay to the procedure of about twenty minutes due to this issue. There was no impact on patient outcome.